Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 570 mg/dl. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem transmitter issue and customer did not have alternate supplies to monitor bg levels. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 4 to 5 hours later with the issue resolved and no permanent damage.